Event description:
It was reported that the user, who had disconnected the ilet while ill and was using a dexcom g7 continuous glucose monitor (cgm) receiver, began receiving alerts to connect the cgm and observed that automated dosing had stopped, consistent with an intermittent communication failure between the ilet and the g7 sensor when the receiver remained active. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user, guided troubleshooting and education, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7 when a dexcom receiver is concurrently in use, consistent with a communication failure involving the device¿s wireless components and antenna; the user was instructed to power down or isolate the receiver, toggle settings, and re-enter the pairing code to restore connection. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-level communication issue.